Event description:
It was reported to philips that the device experienced a battery failure. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced a battery failure. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.